Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous venous side. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured in a pinhole form at 6atm at the tip part. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No patient complications reported, and the patient was good post procedure.